Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and infusion set anomaly. Customer's blood glucose level was over 500 mg/dl. Customer treated their high blood glucose level via insulin pump. Customer advised their infusion sets leaked and they did not want to use the other infusion sets they have from that box to avoid leaks. Customer was advised different types of infusion sets would be sent out to avoid leaks. Customer advised they would return 10 infusion sets for analysis.